Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone (6 mg/ml at a dose of 2.7510 mg/day) and bupivacaine (15 mg/ml at a dose of 6.878 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, a motor stall was seen at initial interrogation. The patient reported hearing an alarm in the middle of the night that woke her up, but the event logs first indicated a motor stall had occurred on (B)(6) 2016 at 10:40. A motor stall recovery was noted to have occurred on (B)(6) 2016 at 15:01. There were no reported patient symptoms. The patient did not have an magnetic resonance imaging (MRI). Additional information has been requested regarding troubleshooting performed, actions/interventions that occurred, suspected cause, event resolution, but it was not available at the time of this report.

Event description:
Additional information was received from a healthcare professional. In regard to troubleshooting, it was reported that the healthcare professional ruled out any recent MRI or magnetic type devices. The motor stall resolved on its own prior to interrogation. The cause of the motor stall was not determined. The motor stall has resolved, and the patient has not reported any more critical alarms.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.